Event description:
A pt's meter was consistently giving high readings, but they were feeling low. Medical affairs specialist called the pt on 3/19/2003 and they provided additional info. In 2003, the pt woke up and tested on their meter with a result of 177 mg/dl. They stated that "I knew I was low during the night", but thought that everything was okay since the reading was "normal". They did not take any insulin after that reading because they had to go for exericise to a cardiac rehab center (had a pacemaker put in a couple of months ago) and "did not want to be low due to the insulin and exercise". When they came out of the rehab center, they tested again on the meter with a result of 170 mg/dl. Unk what the time difference was. They were feeling low, shaky, and sweaty at this time. They took a glucose tablet anyway based on how they felt and went to work. At work, they were feeling even worse when they got to work and so they tested again with a reading of 161 mg/dl. By this time they were feeling disoriented and confused and still felt low. They "popped another glucose tablet". Co-workers called the ambulance and by this time, they had taken their 3rd glucose tablet. When the emt arrived and checked their blood glucose on their meter, pt was feeling a little better. The emt meter read 120 mg/dl. Pt stated that, "their reading was after 3 glucose tablets and that means that my blood glucose was actually really low initially around 30 mg/dl since each glucose tablet raises my blood glucose level by 30 mg/dl". Pt was not treated by the emt, but was still taken to the hosp and given juice there. They had this meter for only 2 weeks and test strips they were using were also opened for that long. They also mentioned that if the meter had initially given them an accurate low reading in the first place, they "would have taken the glucose tablets earlier and prevented all of this and it's a good thing that I did not take insulin based on the readings".